Event description:
Information received from the field notes that the patient presented to the clinic with the device in back-up mode. There was no report of the patient feeling symptomatic. A software download was not successful.